Event description:
Narrative: the user facility reported an extravasation to a sales rep of acist on 12/04/2009 stating that an extravasation occurred on the pt the previous day of 50 cc directly under the eda patch.

Manufacturer narrative:
A member of the acist medical advisory board investigated the event, and following are his findings: a female pt was presented for a coronary CT angiogram (ccta). Following the intravenous placement of an 18g needle into the pt's antecubital fossa, the eda patch was placed and the injector was started. The protocol was to inject 100 ml of nonionic contrast and 50 ml of isotonic saline at a flow rate was 5.0 ml/sec. The alarm never sounded and it is estimated that 75 ml of contrast extravasated. There is no info provided to determine if the pt felt any pain during the injection or if the injection of 150 ml of contrast was completed or halted prior to completion. Examination of the pt's arm showed swelling. The initial verbal report stated 50 ml extravasated under the patch, but the submitted written report stated 75 ml. Cold compresses and ice were applied to the affected area and the arm was elevated. The pt was monitored in the ops for several hours before being sent home, and no intervention other than an occasional cold compress was required. An arm scan was not performed to determine the location and amount of extravasated contrast. The MFR's device eval will be submitted in a f/u report.